Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was at least 10 years ago the patient felt unexpected stimulation for it felt like they had a jackhammer in their left ear and the cords in their neck made them get vertigo and they got nauseated a lot. When the patient turned their stimulation off everything went silent except for the nausea and the vertigo. Then all of a sudden the patient moved a little differently and they had the jackhammer sensation and vibration in their ear. Every once in a while the patient would get unexpected stimulation. Patient mentioned that they tried to turn their stimulation back on after a year had passed and it still came back with a jack hammer. Pt was told that maybe their ins battery was going out. The pt was now seeing their doctor and they wanted the manufacturer to send them files of the surgery and where the components were placed. The patient was redirected to their healthcare provider to further address the issue. Patient services emailed registration to order a ID card and to update address.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nni coding update.

Event description:
Information was received from a patient stating that two years ago, she felt like she had a jack hammer in her left ear when her stimulator was turned on. It is noted that if it was shut off, it will come on and have vibration. The patient would get the jack hammer feeling back and then it would go off again. She states that she tried turning it off and waiting for a few minutes before turning it back on, but it didn't stop. When she turned the stim off, it took four days for the jack hammer feeling to go away. The patient indicated that they shut the device off completely four years ago but after it was addressed that this was conflicting information (previously stated she felt stim two years ago), the patient stated that they had shut the device off, then turned it back on four years ago. The patient reported experiencing symptoms of nausea, dizziness, and vertigo. They stated that with the  stim off, two weeks ago she started getting issues on the left side of her neck; it was giving her pain like the volume was turned up. The patient further stated that these issues are getting worse and sometimes she can't get out of bed. It was also noted that when the patient goes through grocery stores, even with the device shut off, she gets shocked. She stated that this happens all the time and has been going on since she got the implant.  Indication for use is complex reg pain syndrome type I.   It is noted that the patient doesn't have a doctor to manage the device; she was put through workman's comp and they refuse to pay to have it taken out because she was cut loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.